Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. No video/mages were provided by the customer for review. This complaint is being reported due to the following conclusion: after completion of an ion endoluminal lung biopsy procedure, the patient required placement of a chest tube to resolve a pneumothorax that was identified post-procedurally. Although the customer does not believe an ion product caused or contributed to the pneumothorax, the cause of the complication is unknown.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, a patient experienced a pneumothorax. The patient received a chest tube placement to resolve the pneumothorax. There was no ion system failure reported. The physician/site does not believe the ion system caused or contributed to the complication. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained.